Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 599 mg/dl with rapid, deep breathing, abdominal pain, extreme drowsiness, polydypsia, polyuria, nausea, symptoms of dehydration, shortness of breath, chest pain, vomiting and difficulty waking up associated with an occlusion issue. Reportedly, the patient discontinued the insulin pump and was hospitalized and treated with insulin via injection and oral carbohydrates as needed. During troubleshooting with customer technical support (cts), it was revealed that the user was using the cartridge and infusion sets per their instructions for use. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an occlusion issue.